Event description:
A 61-year-old male with a history of coronary artery disease presented with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) and was initially supported with an impella cp via right femoral arterial percutaneous access. The patient was subsequently escalated to an impella 5.5 via right axillary/subclavian arterial access. During impella 5.5 placement, a jackson-pratt (jp) drain was placed at the access site for drainage. Post-procedurally, the patient required transfusion of a total of four units of packed red blood cells (prbcs), including three units within the first 24 hours and one additional unit driven later, to maintain hemoglobin greater than 9 g/dl while on impella support and vasopressors. Total jp drain output was reported as 670 ml over seven days. Antithrombotic therapy included oral p2y12 inhibitors and aspirin; anticoagulation monitoring was unknown. The impella 5.5 and jp drain were surgically removed with resolution of drainage, and hemostasis was achieved surgically. The impella 5.5 was successfully weaned with patient outcome reported as resolved. Device involvement in the bleeding event, causality, and failure mode could not be determined based on available information. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.